Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device has no hook for hanging. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.